Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen isn't working properly, and some spots aren't working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse walked the customer through how to access service mode and perform touchscreen calibration. Customer performed calibration. Confirmed in touchscreen diagnostic menu. Touchscreen is operational. The customer performed calibration which resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.